Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the home choice (hc) during fill 1. The caregiver (cg) stated that the alarm keeps reoccurring and they had already changed the cassette. The technical service representative (tsr) explained that when the cassette was changed then the bags should be changed as well. The tsr advised the cg to setup with new supplies and assisted with ending therapy on the cycler. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp understood it was not proper procedure to reuse any of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for use error - failed to follow therapy steps was confirmed due to the use error described by the home patient, who replaced the cassette but reused solution bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.